Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. Prior to discovering the fluid leak, an ¿m31 air detected in cassette¿ alarm occurred while the patient was in their last fill. They were unable to bypass the alarm and had to end the treatment early. A stat drain was performed, though there wasn¿t much fluid to drain because the cycler stopped working at the beginning of the fill. Later that evening, when they went to break down the cycler and set it up for a new treatment, they noticed fluid inside the pump module when the cycler door was opened. Fluid was noticed on the external of the cassette as well. They think the fluid leaked from the back of the cassette, where there seemed to be a pinhole. The patient contact described the film on the cassette as ¿floppy¿. They contacted ts to report the fluid leak and notified their pd registered nurse (pdrn) of the events. They were advised to leave the cycler door open to let it dry out for 24 hours. The ts representative told them they could continue using the cycler once the inside was completely dry. It was confirmed that the patient had supplies to perform manual pd therapy without the cycler, and that they were trained on using them. However, they elected not to do treatment that night or the next. The patient did not experience any adverse effects or require medical intervention due to the missed treatments. It was also confirmed that the patient did not develop any symptoms due to the leak, and they were not prescribed prophylactic antibiotics. It was confirmed the patient was continuing to complete pd therapy on the same cycler without any further problems. The cycler set that was being used when the leak occurred was discarded.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak occurred during the patient¿s pd treatment. Prior to discovering the fluid leak, an ¿m31 air detected in cassette¿ alarm occurred while the patient was in their last fill. They were unable to bypass the alarm and had to end the treatment early. A stat drain was performed, though there wasn¿t much fluid to drain because the cycler stopped working at the beginning of the fill. Later that evening, when they went to break down the cycler and set it up for a new treatment, they noticed fluid inside the pump module when the cycler door was opened. Fluid was noticed on the external of the cassette as well. They think the fluid leaked from the back of the cassette, where there seemed to be a pinhole. The patient contact described the film on the cassette as ¿floppy¿. They contacted ts to report the fluid leak and notified their pd registered nurse (pdrn) of the events. They were advised to leave the cycler door open to let it dry out for 24 hours. The ts representative told them they could continue using the cycler once the inside was completely dry. It was confirmed that the patient had supplies to perform manual pd therapy without the cycler, and that they were trained on using them. However, they elected not to do treatment that night or the next. The patient did not experience any adverse effects or require medical intervention due to the missed treatments. It was also confirmed that the patient did not develop any symptoms due to the leak, and they were not prescribed prophylactic antibiotics. It was confirmed the patient was continuing to complete pd therapy on the same cycler without any further problems. The cycler set that was being used when the leak occurred was discarded.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.